Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an initial system implant. During the procedure, it was noted that while suturing down the left ventricular lead's suture sleeve, the sleeve broke. The lead was tested and no electrical anomalies were noted. The lead was tied down and the patient was stable throughout the procedure.